Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit (mpu) was requested to be evaluated and serviced. Patient brought the mpu to clinic for inspection after some atypical performance at home. On at least 2 occasions, the mpu would intermittently beep while the patient was attached to unit as the power source. The patient reported that this would resolve only after manipulating the mpu patient cable. Last weekend after such an alarm, they switched their system controller's power source to battery power. Their spouse then unplugged the mpu from the wall outlet. At that time, the mpu audibly alarmed with a constant tone, the green ac power indicator light remained illuminated, and the spouse denied that the yellow wrench or battery replacement alarm indicator light was activated. They then removed the aa batteries in the mpu and replaced with new batteries. The unit had worked as expected since that time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent beeps activated on the mobile power unit (mpu) was not confirmed. The returned mpu was evaluated by service depot alongside known working test heartmate equipment. Visual inspection of the returned mpu did not reveal any issues. The returned mpu was connected to an ac power source and the unit booted up as intended without any issues. The mpu was then connected to a test system controller and mock circulatory loop for an extended period of time and no issues or atypical alarms were produced, including when the patient cable was manipulated along the length of the cable. A full functional checkout was performed, and the unit passed all steps of testing without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 10jul2024. No further information was provided. The manufacturer is closing the file on this event.